Event description:
Datex-ohmeda monitor was brought in or during the case. Sensor lines were reconnected (sensors were never moved on pt). About 5 minutes later the doctor informs that they had a problem with m-osat module because it had continued reading 98% with a good waveform but the pt had turned blue. They had brought in the hp transport oximeter and it read 50%. They got the pt's color to return and the hp tracked the rise in saturation. The case continued. When d-0 clinical engineer entered the room the m-osat was reading the same as the transport. No discrepancies were detected later on. Later during the case several additional desaturations, down into the 70% range, were observed and tracked by both oximeters.